Event description:
It was reported that during installation a syringe plunger error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the device in excellent condition. The pump event history showed a check syringe plunger sensor alarm error in error history log (ehl). The evaluation was performed, and the reported issue was duplicated for reported problems during power up process. The cause of the reported issue was found when the plunger assembly is pushed all the way into the flange ear clip, the front flipper is true (rear flipper is false) as read in the digital sensors in biomed mode. Alarm occurs on start up when one flipper is true and one flipper is false. The root cause of the reported issue was attributed to a design issue. The technician changed the left plunger case provides better clearance of the flippers against the ear clip. Performed power up process and all functional tests which passed.